Event description:
Prior to performing a bone marrow biopsy/aspirate the clinician reportedly tested the bone marrow biopsy/aspirate needle/introducer. The introducer was reportedly stiff and difficult to remove from the needle. The handle reportedly fell off as the clinician was attempting to loosen it. Another kit and needle was obtained, procedure was completed with no patient harm reported.